Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in follow-up with a noise on the atrial lead. No noise was observed during the lead stress test. The physician suspected lead fracture. The lead was capped and replaced on (B)(6) 2019. The physician also explanted the pacemaker as it was suspected that the noise could be due to an anomaly on the header. No patient consequences reported. Related manufacturer reference number: 2017865-2019-10489.

Manufacturer narrative:
Analysis was normal. No anomalies were found.